Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. The following was rpt'd to datascope on 10/10/97: the technician observed blood in the iab tubing on 6/13/97. Event complications: none from the event - rpt'd 6/27/97; none - rpt'd 10/10/97. Pt current status: unk - rpt'd 6/27; 10/10/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.